Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) upper screen became inoperative. Although the ventilator did not stop cycling, the patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator, and verified the customer reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb) and downloaded the software to the current revision, which resolved the issue. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.

Manufacturer narrative:
Covidien reference: (B)(4). The graphic user interface (gui) printed circuit board (pcb) was returned for evaluation. A visual inspection of the returned component was conducted and no anomalies were found. Functionality testing was performed by attaching the component to a test ventilator. On power up, it was observed that the upper gui display screen was blank. Previous investigations have indicated that this fault was caused by the vga controller. Those vga controller devices are now obsolete. No further investigation or repair was possible on the returned pcb as no replacement component is available. The customer reported complaint was verified.